Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was unknown. The customer states the pump does not seem to be working. Troubleshooting was not performed since the customer is blind. The customer states they will call back for troubleshooting. The device will not be returned for analysis.